Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the one-link component ¿was not bonded¿ to a one-link microbore catheter extension set, which led to a blood leak during infusion. The reporter stated that the one-link component had not been tightened prior to use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Upon follow up, it was reported that the cause of the reported problem was determined to be user error. According to an internal investigation by the customer, the connection was not tight enough. The facility resolved the problem by pulling "all non bonded extension tubing from the shelf." Use errors and proper user instructions are addressed in direction insert. The insert provides instructions for properly securing in-line luer connection. Should additional relevant information become available, a supplemental report will be submitted.